Manufacturer narrative:
Per the surgeon, revision surgery to replace the magnet was performed on (B)(6) 2017.

Manufacturer narrative:
This report is submitted on october 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's physician, the patient experienced a dislodgement of the internal magnet and subsequent breakdown of tissue at the implant site, following the patient undergoing an MRI for an unrelated medical issue. It was reported that the patient's head was wrapped per the manufacturer's recommendations; however, the MRI tesla strength was not reported. Revision surgery to correct the dislodgment has been discussed by the physician; however, it has yet to be scheduled.